Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. The physician suspected urethral atrophy and wanted to downsize the cuff to 4.5 cm. A surgical procedure was performed to remove the old cuff and replace it with a new 4.5 cm cuff. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).